Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. X-ray revealed an insulation anomaly. Electrical values were found to be normal. The patient will continue to be monitored.